Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 visual examination of the provided pictures identified foreign material on the implant and a broken post. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient noticed pain and metallic grinding; femur well fixed, fracture of threaded hinge post; tibia well fixed; articular surface wear, pronounced metallosis noted throughout knee, large fragment of fracture hinge post located anteriorly in the knee, smaller fragment depressed into the articular surface; remaining part of the hinge post mechanism cannot prevent hyperextension; superficial wear noted on the femoral component; tibia undamaged; femoral and articular surface revised without complication. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: 00588001602 - femoral component option for cemented use only size f right - 63556176. 00598801016 - stem extension straight 16mm dia x 100mm length(combined length 145mm) - 64196723. 00588000500 - tibial component precoat size 5 - 64045813. 00597206529 - all poly patella standard size 29 mm diameter 8.0 mm thickness cemented - 63534848. 00598801014 - stem extension straight 14mm dia x 100mm length(combined length 145mm) - 64235589. 4711500396-3 - optipac 60 refob bone cmt r-3 - 836ba09225. Report source: foreign country: (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01326-1.

Event description:
It was reported the patient underwent a knee surgery. Subsequently, it was discovered approximately 1.5 years later that there was a fracture of "hinge post", which is part of the femoral component and the patient underwent a revision surgery approximately 5 months later due to material failure. Patient hangs it possibly together with great stress as patient had an insufficient extensor apparatus. The break in the component must be the result of metal fatigue. However, it is very early that this happens only 1.5 years after primary insertion of the prosthesis. Review of patient¿s medical records indicate that the patient was revised due to pain, fracture of the rotating hinge post, and metallosis. During the revision, the surgeon noted the fractured hinge post was located anteriorly in the knee, and a smaller fragment was depressed into the polyethylene. Superficial wear was noted on the femoral component and also metallosis was noted under the femoral component. The femoral components and articular surface were revised without complication. The surgeon noted that the extensor mechanism will likely need additional surgical intervention on a later date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.